Event description:
The customer's parent reported via phone call that the patient was not feeling well and vomiting, and his blood glucose was 444 mg/dl. They changed out the set, but his blood glucose would not come down. The customer's parent declined to be transferred for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.